Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3300tfx 19mm valve, implanted for five years and four months, is being evaluated for a valve-in-valve procedure due to aortic stenosis.

Manufacturer narrative:
The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease may have contributed to the event,

Event description:
It was reported that this patient with a 3300tfx 19mm valve, implanted for five (5) years and four (4) months, underwent valve-in-valve procedure due to critical aortic stenosis. The patient presented with symptoms of congestive heart failure. The patient underwent a successful tavr with 23mm nonedwards (evolut) transcatheter valve and transferred to the pacu. Patient was discharged on pod #1.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.